Manufacturer narrative:
(B)(4) the investigation and product evaluation is complete. Black chemistry observed. The most likely underlying root cause of this malfunction is black chemistry due to improper storage.

Event description:
Consumer complaint of blood result reading of "lo". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 90-110mg/dl fasting. Verified the strips expire 10/20/2016. Customer confirms the strips are stored in the kitchen cupboard and opened then test strips (B)(6) 2015. Reviewed meter memory: 1:lo- (B)(6) 2015 10:23:00 pm fasting:yes. 2:lo- (B)(6) 2015 03:04:00 pm fasting:yes. 3:lo- (B)(6) 2015 09:55:00 am fasting:yes. 4:lo- (B)(6) 2015 09:49:00 am fasting:yes. 5:lo- (B)(6) 2015 09:47:00 am fasting:yes.

Manufacturer narrative:
Product returned, but evaluation is pending. (B)(4).

Event description:
Consumer complaint of blood result reading of "lo." Customer states that she feels well and requires no medical attention. Customer's expected blood results are 90-110mg/dl fasting. Verified the strips expire 10/20/2016. Customer confirms the strips are stored in the kitchen cupboard and opened the test strips (B)(6) 2015. Reviewed meter memory: see scanned page.